Manufacturer narrative:
Immucor technical support was unable to obtain remote electronic access to the instrument at the customer site to assess the instrument, and also no information was returned from the customer site in response to multiple continued requests from immucor technical support for additional information. The root cause is therefore unknown, of which one possible option is a wrongly labeled blood sample. However, based on the documented abo mistype at the customer site, this situation is therefore reported.minimal information from customer site.

Event description:
On (B)(6) 2015, a customer reported an unexpected abo blood group mistype with a galileo instrument.